Event description:
Revision surgery - the patient's hip had instability due to a fall. The surgeon removed the original head, sleeve and liner.

Manufacturer narrative:
The reason for this revision surgery was to exchange a hip prosthesis that had instability after 10.5 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 21418 showed 3 parts (part number: 49740000) returned to the vendor for having an undersized feature. A review of the product complaint report history showed this is the first complaint against this lot number. The event is deemed to be non-product related and the root cause was reported as a fall. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness